Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test. The failed pulse test was caused by a defective u1 component. U1 is a switching regulator. The root cause for the defective u1 could not be positively identified. No adverse event occurred due to this failure. The last person to use this monitor did not report any problem.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.